Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. Patient medical history was reported to include chronic pain. It was reported that 3 days prior the patient started having a burning sensation in the pocket of the implantable neurostimulator (ins). They called the healthcare provider (hcp) office on 2019-08-05 and requested a manufacturer representative. There were no known environmental factors contributing to this event. The patient had not noticed if there was a difference when the stimulator was on or off. The manufacturer representative recommended that the consumer turn the ins off for 2 days to see if the burning sensation resolved. Resolution was not known to be achieved at the time of the report. No further complications were reported.